Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was brain death, cardiac arrest, and valvular heart disease. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.